Manufacturer narrative:
Internal report: (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-25- strip inserted backwards or upside-down. Test strip UDI#: (B)(4). Note: manufacturer made contact with customer to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that went to the hospital two weeks ago, customer stated that her blood sugar dropped but it was not due to the meter.

Event description:
Consumer reported complaint for dead meter with prior medical attention due to symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report hypoglycemic symptoms at the time of incident. Medical attention was reported as a result of reported symptoms. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 09/26/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Event description:
Consumer reported complaint for dead meter with prior medical attention due to symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report hypoglycemic symptoms at the time of incident. Medical attention was reported as a result of reported symptoms. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 09/26/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 06-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-25- strip inserted backwards or upside-down. Test strip UDI#: (B)(4). Note: manufacturer made contact with customer to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that went to the hospital two weeks ago, customer stated that her blood sugar dropped but it was not due to the meter.